Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during advancing, a slight bend was noted. It was then decided to withdraw the stent and while withdrawing, the hub by the end snapped off the entire delivery system. The device was not inside the patient and was removed intact. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a partial stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 120.5cm distal from the port exchange with the hub/manifold detached and not returned for analysis. Multiple hypotube kinks along the length of the hypotube shaft were also identified. The outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during advancing, a slight bend was noted. It was then decided to withdraw the stent and while withdrawing, the hub by the end snapped off the entire delivery system. The device was not inside the patient and was removed intact. The procedure was completed with another of the same device. No patient complications were reported.